Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing.

Event description:
A consumer reported that her thermometer had allegedly given inconsistent false negative readings on their child, which delayed medical treatment. The device allegedly gave readings that were 2.5°c lower than what was measured at a later time by paramedics. The child has epilepsy, and had a febrile seizure and was taken to the hospital via ambulance where a fever was confirmed. There were no complications from this incident, and the patient is doing well now. Kaz USA, inc. Has requested that the product be returned to our company for testing.